Manufacturer narrative:
There is no further information available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this atrial lead was exhibiting high, out of range impedance measurements. It was determined that the lead was fractured. Subsequently the lead was programmed off. No adverse patient effects were reported.